Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc considered that this phenomenon was attributed to the communication failure between the subject device and video processor due to the damage of the electronic circuit by liquid ingress into the camera cable. The liquid ingress into the camera cable might have occurred due to scratches on the camera cable when the subject device was reprocessed or stored together with tweezers, forceps, a scalpel, etc. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. There was no patient injury associated with this report.